Event description:
The manufacturer received information alleging to machine and she has been having runny noses and also been congested from the machine, the device works sometime and sometime not, patient has been waiting since july and her nose also burning every night and also having headache and device not turning on related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-02369. This report was submitted as a duplicate report of the previously submitted report.